Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with an insulin syringe. The customer reports that the safety shield slipped during activation and the nurse received a dirty needle stick. In response, the nurse was treated at an outpatient facility and underwent blood borne pathogen testing. No add'l injury has been reported to date.